Event description:
It was reported that an ilet pump displayed the on-screen message ¿ilet malfunction (57)¿ during a training session, and customer care advised not to initiate therapy with that device; the trainer started the patient on a replacement pump while the reported unit was slated for return and replacement. Symptoms included no reported adverse clinical effects. Outcomes included no change in the patient¿s clinical status and continuation of insulin therapy using the replacement device. Investigation included attempts to manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed. Retrieve and return the reported device and coordination with the carrier to locate the shipment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.